Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion pump shows channel error. There was patient involvement, but no harm.

Event description:
It was reported that the infusion pump shows channel error. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: unique identifier (UDI) #, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module shows channel error was confirmed during the log review and replicated during laboratory testing. Results from functional testing confirm the bottle side pressure sensor was nor operating within specifications. The sensor failed functional test infusion, displaying channel error code 240.4150 alarm. The analog pressure sensor task failed; when full force was applied to the bottle side sensor and released, the output did not decrease to 1v. The sensor stops in the range of 4.98v and 4.99v. The pump module pressure sensor was replaced with a known good dchu pressure sensor for testing purposes only; the functional test infusion was performed again, and no malfunctions or failure alarms were observed. The internal and external inspection of the suspect pump module identify in good condition. The bottle and patient side pressure sensors were observed in good condition without any physical damage. The facility reported the event occurring on (B)(6) 2025 at 9:13 am, with no time specified. Logs were retrieved from the suspect pump module and pcd via alaris system maintenance to determine programming and event details related to the alleged incident. A review of the error logs on the suspect devices showed the error code 240.4150 at 9:13 am on (B)(6) 2025, sensor broke high failure. From 9:08 am to 9:09 am the suspect pump module (s/n: (B)(6)) was programmed an infusion of levetiracetam with drug amount = 750 mg and concentration = 7.5 mg/ml; rate = 400 ml/h and volume = 100 ml. Pvi = 2777.48 ml (accumulated of previous infusions). The infusion lasted four (4) minutes and 22 ml was infused. From 9:12 am to 9:13 am the suspect pump module (s/n: (B)(6)) alarmed twice, it was due to air in line and at the moment of door opening modifying IV set; primary volume infused (pvi) = 2799.12 ml. From 9:13 am to 9:14 am, channel malfunction (error code 240.4150) appears on the suspect pump module and infusion stopped with pvi = 2799.48 ml, then press key channel off and unit removed from pcu. The bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stop; other infusing channels will not be affected. The physical position/orientation of the infusion system, tubing, and patient are unknown variables that are possible contributing factors to the occurrence of this error. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that the pump module shows channel error was identified as error code 240.4150 (sensor broke high failure) during log review. The root cause for channel error code 240.4150 was identified as malfunction in the bottle pressure sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.